Event description:
It was reported that the system displayed a data error. The fe states that the system would not make x-rays. This resulted in a total loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.